Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right ventricular lead exhibited oversensing and lack of pacing. The patient presented in clinic on (B)(6) 2019. Isometric testing resulted in nothing notable. The patient coughing confirmed myopotential oversensing and the pacing inhibition. Programming changes were made. The patient was non-symptomatic and was not aware that anything was going on with the lead.